Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one side of the vasoview hemopro 2 with vasoshield jaws silicone melted off. User claims that it happened early on in the case about 5 minutes into the procedure when they started cutting/sealing branches. Power supply setting at 3. They opened another kit to finish the case with no other issues. There was no patient harm. Per photo provided by the complainant, it is observed that the silicone was melted.

Event description:
N/a.

Manufacturer narrative:
Tw#: (B)(4). The device was returned to the factory for evaluation on 04/23/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. No melting was observed on either hot or cold jaw. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 04/23/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There was no melting of the jaws observed on either the hot or cold jaw. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results as well as the photographic evaluation, the reported failure "melted-jaws" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. The lot#: 3000458383 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures.